Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection reported a damaged outer casing. The functional evaluation passed operational testing and the root cause identified a defective dc inlet port. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported a damaged dc inlet in a renasys go device. No case involved.